Event description:
It was reported that pump displayed malfunction alarm. There was no reported impact to the customer¿s blood glucose level. Customer worked with Technical Support to reset pump, malfunction alarm did not recur after reset, and customer was advised to continue using pump and to call back if malfunction appeared again.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.